Manufacturer narrative:
The referenced monitor was manufactured february 2012, with an expiry date of february 2017. It has been in the field longer than the shelf life which is 5 years. An engineering evaluation was performed to further investigate the source of the customer's complaint. The erratic cardiac output (co) values were determined to be the result of a defective mainboard. An additional investigation will be performed to determine the subcomponent that caused the erratic values. A review of complaints for this model number over the last 12 months supports that this event was the only instance of a mainboard producing inaccurate values. The need for corrective actions will be determined pending further analysis of the mainboard. Should new information warrant a supplemental report, a follow-up submission will be sent. This issue will continue to be monitored for occurrence.

Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason and met all specifications upon distribution. Examination of the returned monitor confirmed the customer¿s complaint. The failure of the monitor was determined to be a broken mainboard. The mainboard was replaced to restore the monitor to functionality. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that during use of a vigileo monitor, the physician believed that the cardiac output of 2.1 liters/min did not correlate with the patient's clinical presentation. When the vigileo monitor was exchanged for another, the clinician felt that the problem was resolved as the co value increased to 4.5 liters/min. The patient was not treated based on the perceived inaccurate values. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.